Manufacturer narrative:
(B)(4). Follow up. It was reported the blister was unsealed in an unopened kit. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a packaging box labeled as 'astella pharmaceutical izervay.' Next to the packaging box there are two needle assembly packaging blisters labeled as 'exel.' No other information could be obtained from the photos. A device history record review was completed for provided material number 305200, lot 2172517. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
No additional information received material #: 305200, batch#: 2172517. It was reported by customer that not sure who I need to let know about this but about this sample izervay in ws: per dr. (B)(6), this was a non-sterile item as the filter needle that it comes with was open when he opened the box. The box was closed and sealed. Verbatim: rcc received a complaint via email. Email(s) attached. Per the email from the hcp, "hello, not sure who I need to let know about this but about this sample izervay in ws: per dr. (B)(6), this was a non-sterile item as the filter needle that it comes with was open when he opened the box. The box was closed and sealed." Item# 305200. Lot#2172517.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #: 305200. Batch#: 2172517. It was reported by customer that not sure who I need to let know about this but about this sample izervay in ws: per dr. Ying, this was a non-sterile item as the filter needle that it comes with was open when he opened the box. The box was closed and sealed. Rcc received a complaint via email. Email(s) attached. Per the email from the hcp, "hello, not sure who I need to let know about this but about this sample izervay in ws: per dr. Ying, this was a non-sterile item as the filter needle that it comes with was open when he opened the box. The box was closed and sealed." Item# 305200, lot#2172517.